Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty connector. The probable cause is traced to a component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed wavy lines across the screen. The issue occurred during preparation/prior to sedation. The diagnostic laparoscopic cholecystectomy was completed using a similar replacement device. There were no reports of patient harm.